Manufacturer narrative:
Concomitant medical products: 1056t lead, implanted: (B)(6) 2006 dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor is fractured at 57.8 cm and 58.5 cm at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.